Event description:
It was reported that during an initial humeral plating procedure on (B)(6) 2015, a drill bit was not penetrating all the way through the bone. The surgeon used a step drill in an attempt to pierce the bone, but the drill bit snapped at the 'step'. A new drill bit was opened to complete the procedure. It was also reported that the surgeon later had trouble when three locking pegs would not engage and lock into the plate. The surgeon swapped to a new plate of the same size and used new pegs. He managed to get five of the pegs to lock in, but one was left unlocked as it would not engage.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Initial reporter telephone: (B)(6). There are warnings in the package insert that state that this type of event can occur: ¿intraoperative fracture or breakage of instruments has been reported.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01109 / 01110).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that the damage on the plate likely resulted from the difficulties encountered during the attempted installation. The threads in the holes of the plate appear undamaged. Root cause was determined to be installation of the peg being off center of the plate hole. Corrective action has been initiated to address the reported issue.